Event description:
When I started wearing surgical masks because they were mandated, I noticed runny nose, headaches, itchiness in throat and problems with skin around my lips. My daughter is diagnosed with ptsd. She has been forced to wear a mask in order to enter any store without regard to the americans with disabilities act. This causes her much anxiety. Asking her to wait out in her car is not a reasonable accommodation considering she has to pay for this service. FDA safety report ID#: (B)(4).